Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos observed that the return screwed connector is cracked. The reported condition was verified. The probable cause of the crack was due to a transportation issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a prismaflex m100 set, unspecified damage on the screwed connector was observed. There was no patient involvement. No additional information is available.